Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an attempt to implant the lead was unsuccessful because the fixation helix was blocked and could not be extended. The lead was removed and returned. A new lead was successfully implanted. There were no patient complications reported as a result of this event.